Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted. The right atrial (ra) lead and right ventricular (rv) lead was capped. No further patient complications have been reported as a result of this event.